Manufacturer narrative:
(B)(4) g2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection of stock, the sterile packaging was found damaged. There was no patient involvement. Attempts have been made and no further information has been provided.